Manufacturer narrative:
(B)(4). As per subsidiary, the unit will not be returned as they have not got the unit and information was provided that the issue was resolved. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display had a different response from the touch panel. The surgical procedure was completed successfully. There was a 30 minutes delay. There was no blood loss nor adverse consequences to the patient. As per clinical review on 02-june-2017: the perfusionist noticed that the ccm screen needed calibration and the touch response was about 1-2 centimeters (cm) away from the touch point. The subsidiary was able to guide the user in how to calibrate the ccm by going into the service screen. The screen was able to be calibrated and the system was used for the procedure. The case was completed successfully, with a delay of about 30 minutes. There was no associated blood loss and no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Recalibration is a normal adjustment that can be made to bring the unit back into proper specification and is documented by person who has access. Normally this would be a hospital biomedical engineer or the equipment owner responsible for maintenance of the equipment. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.